Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her right breast. The area was described as a red abrasion. The patient's nurse has been treating the irritation. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.